Event description:
On (B)(6) 2023, ge healthcare received information regarding an event that occurred the same day (B)(6) on a siemens manufactured ysio max system. The customer reported ¿the patient bar on the wall bucky fell on a patient's head and caused him to have staples.¿ the customer further provided the exam involved more than one x-ray exposure. After the first x-ray exposure was taken, the wallstand moved down automatically and the patient bar contacted the 2d ortho support, and the bar detached from the wallstand. A manufacturer notification was sent to siemens on 20-jun- 2023 informing them of this incident. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Refer to additional documents in i2k.